Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low around 45 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 139 mg/dl. Customer stated that the serted was not releasing the sensor and he then noticed that the sensor was not properly inserted and the cannula was bent. Nothing further reported.